Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused medication to the patient. It was observed that the medication delivery completed four hours faster than the expected infusion time. This was observed during patient infusion. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction/additional information b5, d10 (omitted on initial). B5: the patient was receiving the infusion via a port-a-cath. Additional information was added to h6 and h10: h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.